Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported right side buttons won't let you type, which was verified during evaluation. The cause was determined to be a malfunctioning keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the right side buttons of a spectrum pump keypad would not type. The problem occurred at the emergency room. There was no patient involvement. No additional information is available.